Event description:
It was reported that during an upgrade procedure the right ventricular (rv) lead exhibited loss of capture, noise, oversensing, was not sensing and triggered an alert for out of range (oor) low impedance. Upon closure of the pocket it was observed that the rv electrograms (egm) disappeared and a visual inspection of the lead showed a small insulation breach. It was suspected that the breach was from the closure of the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.